Event description:
On (B)(4) 2012, 3m espe was informed that during an implant placement procedure, the implant fractured and the dentist removed bone around the fractured implant in an attempt to remove the fractured implant. Only a portion of the implant was able to be removed and an approximate 6 mm of the implant tip was left in the bone. The dentist reported that he drilled a pilot hole in tooth position 27 approximately 5-6 mm in depth and then attempted to place a 1.8 x 13 mm implant. The dentist reports that upon placement, he ran into very dense bone, and at approximately 10 mm of depth, the force measured on the placement wrench was 60 ncm (3m espe instructions for use indicate not to exceed 45 ncm of force during placement). It was at that point that the implant broke. The clinical treatment plan is to leave the fragment in place, allow healing to occur and attempt to place another implant in a new location with a deeper pilot hole.

Manufacturer narrative:
Evaluation methods, results, conclusions: the fracture occurred at the start of threads, occurring at a slight angle from perpendicular to the long axis of the implant. Fracture surface shows offset torsional failure and roughness consistent with over-torquing with slight cantilever. As indicated, the dentist far exceeded the 3m espe force recommendations listed in the instructions for use. The instructions indicate not to exceed 45 ncm of force during placement; this dentist reports that the force was at 60 ncm when the implant broke.